Event description:
Home pt (hp) reports an incident of the minicap falling off of the transfer set. The minicap was noted to be missing while the hp was preparing to take a shower. The hp received a transfer set change and was treated prophylactically with vancomycin 1 gm intraperitoneally. No pt injury per health care professional.